Manufacturer narrative:
The following elements have blank data.

Event description:
The powerport pull-apart sheath fell apart while in use.

Event description:
The powerport pull-apart sheath fell apart while in use.